Manufacturer narrative:
The returned product was evaluated and found the exposed portion a tear in the soft cannula which cause a leakage. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/2017. Checking your blood glucose 4 / page 36: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her blood glucose read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) after wearing the pod between 36 and 48 hours on the arm. Hyperglycemia treated by patient activating new pod and drank water. The patient was able to smell insulin.